Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, morbid obesity, yeast vaginitis, pregnancy, obesity, hyperemesis, (B)(6), candidiasis, constipation, vaginal itching and urination pain. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), infection ("infection"), allergy to metals ("nickel sensitivity, nickel allergy"), dyspareunia ("dyspareunia"), pain ("chronic body aches"), menorrhagia ("menorrhagia") and iron deficiency anaemia ("anemia- cycles became heavier she developed anemia "). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pelvic pain, infection, allergy to metals, dyspareunia, pain, menorrhagia and iron deficiency anaemia outcome was unknown. The reporter considered allergy to metals, device dislocation, dyspareunia, infection, iron deficiency anaemia, menorrhagia, pain, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus. Cervix and bilateral fallopian tubes unremarkable cervix.. Proliferative endometrium. Intramural leiomyoma¿s and myometrial vascular ectasia. Serosal adhesions. Bilateral benign fallopian tubes with right paratubal cyst. No cervical dysplasia. Endometrial hyperplasia, atypia. Adenomyosis. Endometriosis or malignancy identified. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, morbid obesity, yeast vaginitis, pregnancy, obesity, hyperemesis, genital herpes, candidiasis, constipation, vaginal itching and urination pain. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), infection ("infection"), allergy to metals ("nickel sensitivity, nickel allergy"), dyspareunia ("dyspareunia"), pain ("chronic body aches"), menorrhagia ("menorrhagia") and iron deficiency anaemia ("anemia- cycles became heavier she developed anemia "). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pelvic pain, infection, allergy to metals, dyspareunia, pain, menorrhagia, and iron deficiency anaemia outcome was unknown. The reporter considered allergy to metals, device dislocation, dyspareunia, infection, iron deficiency anaemia, menorrhagia, pain, pelvic pain, and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus. Cervix and bilateral fallopian tubes: unremarkable cervix. Proliferative endometrium. Intramural leiomyoma¿s and myometrial vascular ectasia~ serosal adhesions. Bilateral benign fallopian tubes with right paratubal cyst. No cervical dysplasia. Endometrial hyperplasia, atypia. Adenomyosis. Endometriosis or malignancy. Identified. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.